Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('right ovarian cyst') in an adult female patient who had essure (batch no. A84683) inserted for female sterilization. The patient's medical history included nabothian cyst and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrium: proliferative endometrium. Myometrium: leiomyomata. Serosa: unremarkable. Cervix: mild chronic cervicitis, with squamous metaplasia and nabothian cysts, negative for dysplasia. Left fallopian tube, salpingectomy: mild hydrosalpinx. Right fallopian tui3e, salpingectomy: unremarkable tube. Most recent follow-up information incorporated above includes: on 5-jan-2021: medical record received lot number was added. Event medical device removal was updated as pelvic pain. Medical history and reporter information were added. New event added: right ovarian cyst. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and ovarian cyst ('right ovarian cyst') in an adult female patient who had essure (batch no. A84683- not valid) inserted for female sterilization. The patient's medical history included nabothian cyst and ovarian cyst. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and right ovarian cystectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and ovarian cyst outcome was unknown. The reporter considered ovarian cyst and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrium: proliferative endometrium. Myometrium: leiomyomata. Serosa: unremarkable. Cervix: mild chronic cervicitis, with squamous metaplasia and nabothian cysts, negative for dysplasia. Left fallopian tube, salpingectomy: mild hydrosalpinx. Right fallopian tui3e, salpingectomy: unremarkable tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received. Cluster ID added. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.